Event description:
An optometrist reported a case of stage two diffuse lamellar keratitis (dlk), observed on a pt's left eye at five days post lasik treatment. Reporter indicated the pt was placed on increased topical steroid eye drops treatment. Pt noted seeing halos in the left eye. Upon additional follow up, reporter indicated pt has not returned for scheduled post operative visit following this reported event.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).